Manufacturer narrative:
Philips service installed a new kvma unit; unclear if all issues were resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that loss of imaging and geometry movement issues were reported on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.